Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix was unable to advance or retract. Also, the left ventricular (lv) leads were difficult to position. The rv and lv leads were not used and other leads were implanted. There were no patient complications reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found during analysis. (B)(4) the full lead was returned and no anomalies were found during analysis. Blood was noted in/on the helix/lobe mechanism, the lead was stretched and there was apparent explant damage. (B)(4) the full lead was returned and no anomalies were found during analysis. Blood was noted in/on the helix/lobe mechanism.

Manufacturer narrative:
Asku